Manufacturer narrative:
(B)(4): device will not be returned.

Event description:
During an endovenous laser ablation procedure, the distal platinum tip of the laser fiber separated and remained in the patient. The physician located the tip in the right atrium of the heart, gained percutaneous access, and made several unsuccessful attempts to retrieve or snare it. The tip remained in the same location in the right atrium at one day and at several days follow up. The patient was reported to be asymptomatic after the procedure and to not have any sequelae as of two weeks after the procedure.